Event description:
It was reported that the patient dropped the ilet pump, after which the screen assembly separated and the display fell apart; blood glucose was not impacted, and the issue was attributed to a display component problem consistent with a bonding failure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a loss or failure of bonding affecting the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.